Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h1; h2; h3; h4; h6. The reported event was confirmed by review of x-rays. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient felt a sharp pain, had it for a couple days and it went away. Scheduled an appointment and clinic took an x-ray. Determined the dual mobility liner had dissociated. Radiographs were provided and reviewed by a health care professional. Images were not submitted for radiology review as notes provided sufficient information on event. Visual examination of the returned product identified gouges and scratches to the i.d. And o.d. Surfaces. The top flat surface of the post on the o.d. Is rounded over around the edge. No other damage was noted during visual evaluation. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: biomet devices: 010000665 j7895667 g7 shell . 110024464 67159118 g7 dual mobility acetabular system 44mm bearing. 110031012 67109069 poly. 192412 66830812 bimetric stem. 163660 j7823233 modular head -6mm neck. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent left total hip arthroplasty. Subsequently the patient felt a sharp pain and a pop for a couple of days and then it went away. Patient scheduled an appointment, and the clinic took an x-ray where it was determined the dual mobility liner had dissociated. Subsequently, a revision occurred on approximately one and a half months after initial implantation due to the dual mobility liner disassociated from the cup. The cup and stem were retained, while the dual mobility components were revised.